Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pt went to charge because they felt like the battery was low (pss understood the implant battery was low) and the pt charged the battery and the stimulation was turned off. Pt said they had no idea why it turned off. During call pss agent assisted caller on turning the simulation on. Pt said no one had showed them the stimulation on or off button. The troubleshooting steps that were taken on the call resolved the issue. Pt wanted to know why it turned off and pss redirected caller to their representative and hcp for further clarification. Pt said they contacted them and told them to contact medtronic.